Event description:
It was reported that during a coronary angiogram diagnostic procedure involving the femoral artery, the coating stripped off of the zipwire ss guidewire. It is reported that the physician was having difficulty gaining access to the vessel and decided to use the zipwire through an access needle. Upon completion of the diagnostic procedure, when the physician pulled the zipwire out through the access needle, the polyurethane coating was lifted off of the wire, but did not detach. The procedure was successfully completed with this device and the entire guidewire was removed from the pt. There were no pt complications and the patient's status is reported to be 'fine.'

Manufacturer narrative:
The device has not been rec'd for analysis as of the date of this report.